Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(6)): stopped half way through fentanyl infusion (perform change), reinserted syringe-message invalid, turned pump off then back on syringe invalid. No patient harm recorded.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to our bbm laboratory in (B)(6) for investigation. A follow-up report will be provided when the inspection results are available. Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). Result of examination: the history log files were read and analysed. According to the history files the customer used the syringe bd plastipak 50ml. Based on the read out data no malfunction related to the syringe recognition was assessed. However, the log files revealed a sporadically occurring malfunction of the drive unit and the drive head. For testing purposes a long term test was performed. Within this test no deviations regarding the syringe recognition were detected. The bd plastipak 50ml was recognised and could be selected. Inside the device we assessed that the contacts of the battery-plug and the p2-connector were heavily worn out. The detected malfunction of the drive unit and the drive head is not related to the reason of complaint, because syringe recognition is effected by the potentiometer. Following is described in the IFU: · prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest.